Event description:
The patient developed sterile endophthalmitis following implant surgery. The patient was treated with oral systemic steroids for a period of time, but a vitrectomy was required following the steriod treatment.